Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, on the first firing of the device, after pushing the green safety button and as soon as the handle was squeezed, the reinforcement material of the reload got stuck and stopped moving. Another reload was used, however, with this reload the device did not fire and the surgeon was unable to squeeze the handle anymore nor press the green button. A new handle and reload were used to complete procedure. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.